Manufacturer narrative:
The chol2 reagent expiration date was 28-feb-2021. Calibration and qc were acceptable. Based on the picture of the sample and the multiple "abnormal sample aspiration" messages on the alarm trace, a pre-analytical handling issue is suspected. A general reagent issue has been excluded as qc was within range. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for cholesterol gen.2 (chol2) on a cobas pro c 503 analytical unit. The initial result was 0.188 mmol/l. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2020 the repeat result was 3.97 mmol/l. The chol2 reagent lot number was 483594. The expiration date was not provided.